Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial; dry with debris on product. Visual inspection found no visible damage to lens and debris on lens. Claim# (B)(4).

Manufacturer narrative:
B5 - previously stated a vticm5_12.1 -16.5/+1.5/098 (sphere/cylinder/axis) lens was implanted. Corrected information: a vticm5_12.1 -9.5/+1.5/098 (sphere/cylinder/axis) lens was implanted. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -16.5/1.5/098 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault and lens rotation . This exchange resolved the problem.